Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: it was reported by the sales representative that the syringes are leaking when drawing medication. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. The syringe came with a yellowish substance. A visual inspection was performed with a 10x magnifier lens and no defects, imperfections or leakage was observed. Due to contamination, it not possible to test further for leakage. In the photos provided, one photo shows a syringe that is upside down. It has a yellowish substance and droplets of this substance past the stopper. The other photo shows a packaging blister top web. A device history record review was completed for provided material number 309653, lot number 1091421. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked during use. The following information was provided by the initial reporter: "I have had a few leakage complaints".